Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opening on issue. A technical support specialist (tss) used the tester "open" button on the cubie but didn't open. Then the tss temporarily disabled the zone with the defective cubie to issue medication from a different cubie and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux cubie did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.